Event description:
Information was received from a manufacturer representative (rep) regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient indicated whenever they were charging, started about 4 months ago, the patient indicated they needed to reset the controller about 2-3 times during charging. The rep reports the recharging cable got hot, but no temperature warning screen was seen. The cable looked worn and kinked with the wires almost exposed. The rep reported that the patient had seen an error message; cannot continue, call the manufacturer. The rep reported that the patient did not remember the error code. The rep reported the pins on the controller were intact and the patient was able to adjust stimulation without issue. A replacement recharger was sent out. The rep called back and noted the patient's issue persisted even with the replacement recharger. The rep states the patient controller was freezing up and requiring reset. A replacement controller was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 ,(serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.